Event description:
It was reported, the pt was experiencing a sharp pain around the incision site in her thoracic area. She stated, the area was inflamed and "pushing on a nerve". She also reported, she felt a burning pain in her arm and chest as if she pulled or tore a muscle. She alleged, she did not have any issues with stimulation. The pt was advised to contact her implanting physician.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.